Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer did not perform the air removal step. Customer's blood glucose was 139 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.